Event description:
It was reported that unexpected battery longevity behavior was noted from this subcutaneous implantable defibrillator (s-ICD). It was stated that the device battery had increased from 58% remaining longevity to 82% from september to november 2021. The most recent measurement had decreased to 21% remaining longevity in (B)(6) 2022.(B)(4)scientific technical services was contacted and confirmed the device battery was depleting prematurely. It was stated that the device had an error which caused the implant date to be reset within the device memory. Due to this, the longevity was re-calculated, which caused the jumpy longevity measurements. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.